Event description:
It was reported that there was right ventricular lead oversensing. It was further reported that the patient died during lead extraction and the death was due to a rupture of the subclavian vein. All attempts to occlude the vein and resuscitate the patient were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6); 5076-52 implantable pacing lead implanted: 2011 (B)(6). (B)(4).